Event description:
It was reported that the sutures of two prostyle devices were pre-placed in the right common femoral artery via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The evar procedure was completed using the 9f sheath. Reportedly post-procedure, one of the prostyle sutures broke. The remaining prostyle suture was used to successfully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.